Manufacturer narrative:
Fowler; gas spring trip.

Event description:
It was reported by service report that the fowler was in the raised position and could not be lowered. No patient involvement or adverse consequences are reported.